Event description:
It was reported that the stent was released, but did not deploy properly. The physician pulled the stent back with a balloon. The stent was then able to be successfully deployed at the intended treatment site.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent remains implanted. The delivery sys was not returned. Therefore a sample eval could not be performed. The investigation is currently underway.